Manufacturer narrative:
The pal pro stirrup was returned with only minor maintenance needed. None of the conditions (adjustment of handle tension and a jammed clamp) could be linked to the conditions of the post-operative complaint. The results of this evaluation were shared with the reporter. The staff said the positioning injury resulted following a lengthy case. Any patient symptoms resolved with post-op treatment.

Event description:
On (B)(6) 2011, a nurse from (B)(6) contacted allen medical to request a pal pro stirrup be evaluated following an unspecified positioning injury sustained by a patient. The condition, described only as a temporary, post-operative "neurovascular" issue, resolved with treatment prior to the discharge of the patient from the hospital. There was no incident or impact to the case, the reporter said, and no permanent injuries or disabilities were sustained.